Manufacturer narrative:
Pump received button error alarm due to corroded keypad traces. Unable to perform operating currents, selftest and off no powerdue to act button not responding due to corroded keypad traces. Unable to verify battery out limit alarm due to act not responding due to corroded keypad traces. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 93 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.